Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. On (B)(6) 2024, under fluoroscopy the rv lead was bent at the tip. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.